Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to premature battery depletion. It was also reported that the left ventricular (lv) lead exhibited high thresholds and no capture at high outputs. The lv lead was capped and remains in the patient. No patient complications have been reported as a result of this event.